Event description:
Customer reported a colonoscopy was being performed and when the dr. Would angulate the up/down wheel "down", he would lose image - and when relaxing the down wheel, the image would return. Similarly when retro-flexing at the cecum or rectum, he would lose image when retro-flexing the distal end, and then the image would come back after removing the retroflexed position. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. H4:device manufacture date. Evaluation summary: as a result of investigation, it was found that the abnormalities in the image are caused by the load caused by repeated bending and the external load, and the cause is the disconnection of the internal cable.

Manufacturer narrative:
Correction information g2: report source (checked "foreign", so fixed it.) G6: follow up #2 h2:if follow-up, what type?